Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, internal battery and power management board. The system board, internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the power management failing was due to a shorted ferrite (q25). The system board and internal battery were evaluated and found to operate to design specifications.